Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported by a tm that the unit is intermittently giving incorrect PICC placement. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of the sensor is giving in accurate readings was confirmed. The sherlock sensor is not functioning when connected to an sr8 console test fixture used as a display. The lollipop for the magnet tracking is located in the upper right corner of the display. This is during magnet tracking functionality testing. The reported issue root cause is material failure of the usb cable due to device use.